Event description:
The customer reported that the instrument jammed shut at first use. There was no ill effect to the pt, no blood loss or tissue loss. The surgeon used a second device to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The return of the incident sample has been requested. To date it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.